Manufacturer narrative:
Aro language: it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was due to workflow technique or error. Estimated 3d dose absorbed (patient): = 12.5 msv number of people exposed: 1 - patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi30000443. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that pre-operatively, the system was stopping prematurely during a 3d spin. The site had to repeat the 3d spin due to error message on mobile view station (mvs) screen. The procedure was  completed using the imaging system and there was no reported impact to patient outcome. There was no reported surgical delay. It was confirmed in the logs: "the mvs appeared to be acquiring frames from the pleora iport at a slower rate than they were being sent to the iport from the paxscan. This was typically due to a problem with the iport ethernet cable jack or the ethernet cable connecting the iport and mvs frame grabber network card". A manufacturer representative attended the site and inspected the umbilical by initially checking the status of the framegrabber network card and wiggling cable to see if led's changed. 3d spins were acquired while at the same time moving the umbilical cable but it was not possible to reproduce the issue reported by site. It was suspected that the cause could have been a bad connection of the umbilical connector to socket on the rear of the image acquisition system (ias).